Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a dark substance mixed with white fibers but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no air flow, and the nozzle was clogged. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and observed the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the evaluation found the following: the suction cylinder had no color, due to clogging of the nozzle the water supply volume did not meet the standard value, due to wear of the angle wire the play of the up/down and the right/left knobs were out of the standard value, the image guide protector was damaged, the objective lens had a crack, the light guide lens had a crack, and the connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.